Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was selected for use and advanced to post dilate the lesion. Initially, the balloon was successfully inflated at 14 atmospheres. However, upon the second inflation, the balloon ruptured at 16 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.